Event description:
Boston scientific received info that the pt implanted with this subcutaneous implantable cardioverter (s-ICD) received an inappropriate shock while lying on her stomach. A review of the episode showed poor and inappropriate sensing due to low r-wave amplitudes in the programmed vector of alternate. Optimization was performed and the device again selected the alternate vector when the pt was tested in several positions. The physician reviewed the s-ecgs and selected the secondary vector. A boston scientific technical services (ts) consultant reviewed the s-ecgs and suggested further testing in alternate with the gain setting at x2, ts noted the amplitude in the primary and secondary vectors were quite large, which could result in other sensing issues. No adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.